Event description:
Ous MDR - 10 days post implant, it was reported that the impedance decreased from 900 ohm to 400 ohm and the threshold rose from 0.4v@ 0.4ms to 2v@ 1.5ms. A lead perforation was suspected, so the lead was explanted.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.